Event description:
MFR received a report from a consumer that while in the tub, the rear leg allegedly bent, causing pt to fall and hit the head. As a result of the incident, x-rays revealed a slight concussion.